Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia shortly after initiating therapy, with a documented blood glucose of 52 mg/dl and approximately two hours below range; the user self-treated with oral glucose and levels returned to range. Symptoms included low blood glucose. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy or ketone testing. Investigation included review of user-reported event history and attempted troubleshooting after the report. Investigation of this case revealed an undetermined cause of hypoglycemia with no device malfunction identified based on available information. It was concluded that the event was user-reported hypoglycemia with cause unclear and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.